Manufacturer narrative:
(B)(4).

Event description:
It was reported that during insertion the anchor broke. All broken pieces were removed from the patient. A backup device was available to complete the procedure following a short delay. No patient impact was reported.

Manufacturer narrative:
One 72203380 healicoil pk 5.5mm-3 ub cobraid device returned. The device is a year old. The complaint stated ¿during insertion the anchor broke¿. It was reported that all pieces were removed from the patient. No portions of anchor were returned. Neither ultra braid nor cobraid was returned. There is no apparent damage to the shaft or the forks; no bow, bend or twist. Please note: IFU reads: ¿if more torque is required to insert the anchor, stop and ensure that the hole size and depth are correct for the bone conditions encountered. Less torque is tolerated with an open spiral vs. Solid screw configuration. There are no prep details available. No root cause associated with the manufacture of this device could be supported nor proven. No further investigation warranted.

Manufacturer narrative:
Due to no product being returned the complaint could not be confirmed. Evaluation and investigation are not possible. No definitive conclusions can be made without pertinent manufacturing information or a device to evaluate. See communications for timeline. No further actions can be taken at this time. If relevant information becomes available to assist with traceability, the complaint will be revisited.